Event description:
It was reported via repair work order that the scale was inaccurate due to calibration and it was also reported that motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.